Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that test m3725a does not work. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips dfm100 defibrillator indicating that the device¿s test load device did not work. There was no report of patient or user impact. Available details indicate that the customer had been sent the wrong part. Details provided in an update from the source case indicate that the customer was sent the correct part to resolve the issue. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was an incompatible part delivered to the customer. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The customer was provided with the correct part to correct the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.